Manufacturer narrative:
Continued h.6. Health effect - impact code: f23, f2301, f1901. Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: 10.1097/ijg.0000000000002208. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was implanted with a xen®45 gts in the left eye. In post op week 1, there was an iop spike to 40mmhg and patient was placed on 3 iop lowering medications. At post-op month 4, there was a spike in pressure to 54mmhg. Needling was performed at this time and there was a leakage due to the the needling. In post-op month 6-8, decision was made to implant a second xen device. This device ultimately failed to control the iop at 24 months post-op of the first implant and another migs procedure had to be conducted. This literature article was previously reported under MDR ID #3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.